Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed for treatment of a heavily calcified lesion in the superficial femoral artery. Pre-dilatation was performed with a 6mm balloon catheter. After the supera stent was deployed, and the delivery system was removed, it was found that the tip separated inside the anatomy. A snare was used to successfully remove the tip. It was noted that the thumbslide was not fully retracted to the starting position. The system lock and deployment lock were not rotated into the locked position. It was confirmed that the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the tip detachment appears to be user related. The additional therapy/removal of the tip is due to operational context. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. It should be noted that the instructions for use instructs: prior to removal of the delivery system, ensure the supera stent (8) is completely deployed, the thumb slide (4) is retracted, the system lock (5) and deployment lock (6) are locked in the path of the thumb slide. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided.